Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(4) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing report shall be filed on a supplemental MDR. A DHR review revealed no complaint related issues were found. Visual inspection revealed that the tip was twisted before it broke indicating that far too much torque was applied causing the breakage. The fracture area is homogenous indicating the material conformed to specification. No manufacturing fault could be detected.

Event description:
During a revision of l4 to ilium, the surgeon broke the tip of the screwdriver in a crew head at s2. The surgeon was able to retrieve the tip from the screw head and complete the procedure.